Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. Device not returned.

Event description:
As reported to coloplast though not veriifed, patient implanted with restorelle on (B)(6) 2009. Later the patient experienced vaginal erosion, pain, dyspareunia and underwent additional surgery.